Event description:
The sales rep reported that during tapping the tap broke at the level where the screwthread starts. In order to remove the broken tap, bone was milled away around the broken screwthread. For the patient the operation was extended around 1/2 h. The sales rep further reported that he is not aware of any other adverse consequences for the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The tip product was not returned for inspection because the instrument was lost by the hospital. Conclusion: the root cause is therefore not determined and multifactorial.

Event description:
The sales rep reported that during tapping the tap broke at the level where the screwthread starts. In order to remove the broken tap, bone was milled away around the broken screwthread. For the patient the operation was extended around 1/2 h. The sales rep further reported that he is not aware of any other adverse consequences for the patient.